Manufacturer narrative:
Citation: nerva jd1, kim lj, barber j, et. Al. "Outcomes of multimodality therapy in pediatric patients with ruptured and unruptured brain arteriovenous malformations." Neurosurgery 78:695¿707, 2016. Doi: 10.1227/neu.0000000000001076. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00422 and 2029214-2016-00423.

Event description:
Medtronic received information through review of literature that a patient experienced left-sided hemiparesis and required inpatient rehabilitation. The patient underwent sessions of preoperative endovascular embolization via anterior cerebral artery branch supply with onyx for volume reduction (approximately 60%-70% achieved). He underwent a right frontotemporal/ bifrontal craniotomy for resection, which was planned with neuro navigation. A temporary clip was placed on the artery, and motor and sensory evoked potentials were monitored for 10 minutes without evidence of change; this clip was replaced with a permanent clip. At the 2-year follow-up, he made a complete neurological recovery, angiography confirmed complete obliteration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.